Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having an increase in heart rate and felt a "heaviness" in their chest after riding on a bumpy road in a car and four wheeler. The device remains in use. No patient complications were reported as a result of this event.